Event description:
Reporter reports testing on the same patient on one meter with a result of 35 mg/dl and on the other meter with a result of 134mg/dl while using the inform system. Reporter does not have data to indicate which results were from which meter. (See qn # (B)(4)). Controls were run and in range. Reporter did not have any information on actual treatment to the patient. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.